Event description:
Customer reported to beckman coulter, inc. (Bec) that the probe of the coulter ac*t series analyzer was dripping. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec customer technical support (cts) assisted the customer with cleaning the probe and wipe. Customer reported that they ran a startup and all tests passed after the cleaning. Customer reported that they ran a blank sample after the cleaning and no drips were observed. To date, customer has not reported on any recurrence of the dripping.

Manufacturer narrative:
Bec identifier for this complaint is (B)(4).